Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tip of the permanent cautery spatula instrument could not be articulated normally. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument to perform failure analysis. The permanent cautery spatula instrument was analyzed, and the complaint was not replicated nor confirmed by failure analysis. The instrument was found to have the cable crimp from the wrist control dislodged. As a result, the tip was not articulating properly, and the cable appear to be broken but it is not. The cable crimp is captured inside the welded grip. Additionally, the instrument was found to have various scratches on the main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The scratches measured approximately 0.179¿ - 0.084¿ in length and are axially aligned with the tube axis. Material is not missing from the surface of the main tube. Isi followed up with the initial reporter and obtained the following additional information: during the procedure, there were several collisions. There was no shakiness; however, the instrument moved automatically with no command. The movement of the instrument was not smooth only in a particular angle. There was no injury to the patient.